Manufacturer narrative:
Batch review performed on 23 feb 2026 lot 2460060: (B)(4) items manufactured and released on 05-jul-2024. Expiration date: 2029-jun-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
During l2d sai fixation surgery performed via an open approach, a 7 mm x 35 mm screw was inserted into l4 (left) following tapping with a 6 mm tap. During insertion, a bony fracture occurred, causing the screw to loosen and back out. As stable screw fixation at this level was no longer feasible, the level was skipped, the rod was secured, and the procedure was completed.

Manufacturer narrative:
Fu1 - device returned on 13 march 2026. - r&d analysis: the implant is compliant. The possible root cause is not related to the screw, but rather to the patient's condition. - root cause: although no specific root cause can be confirmed, the issue experienced is likely related to the unique patient conditions and surgical application. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.